Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer treated with a bolus delivery, went on a bike ride, and crashed with a blood glucose of 30 mg/dl. Emergency medical services were called and he took glucose tablets. At the time of reporting this, the customer's blood glucose was 588 mg/dl. He treated with a bolus delivery and was receiving a no delivery alarm on the insulin pump. Troubleshooting was performed. It was found the site may have been occluded. The history of the insulin pump and programming were all found to be accurate and the same amount of insulin on the status screen was shown in the reservoir. The insulin pump had not been exposed to a strong magnetic field. Nothing further was reported.